Manufacturer narrative:
Pending investigation. D10: 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t (B)(6). 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t (B)(6). Unknown which is right or left. 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 (B)(6). 02-020-11-0240 - truliant ps cem fem ps cem left sz 4 (B)(6). Unknown which is right or left. 200-07-35 - advanced patella 35mm 3 peg implant (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant (B)(6). Unknown which is right or left. 521-78-32 - threaded pin size 3.0 collarless 2pk (B)(6). H7: z-0023-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The patient complained of pain and had a recalled poly and was revised on (B)(6) 2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to instability, prosthesis wear, and inclusion of the polyethylene implants in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Prosthesis wear of the polyethylene components could not be confirmed from the provided information. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tka. The patient complained of pain and had a recalled poly and was revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.